Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, an obstruction was removed, the alarm was cleared and insulin delivery was resumed. Customer's blood glucose was 145 mg/dl.